Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. The device also was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Event description:
It was reported that the customer had a button error on her insulin pump. Customer's blood glucose level was 69 mg/dl. Customer's mother reported that the insulin pump may have been exposed to perspiration. Insulin pump will need to be replaced. No additional information provided.